Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years 6 months 2 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2019 after falling at home due to extreme fatigue. On (B)(6) 2019 labs were improving across all fields. Diuretics were held and a renal consult ordered gentle hydration for volume depletion. On (B)(6) 2019 a fecal occult blood test and a gi consult was ordered. The patient had a hemoglobin level of 7.9 and was given two units of packed red blood cells on (B)(6) 2019. On (B)(6) 2019 patient was given unit of packed red blood cells and a blood loss study was done. Nephrology signed off, and was given a diagnosis of overt diuresis and intravascular volume depletion. No evidence of active bleeding found on (B)(6) 2019. Patient¿s hemoglobin was stable and was discharged home. No additional information was reported.